Manufacturer narrative:
The following device was also listed in this report: unitrax v40 sleeve +0mm (std); cat#: 6942-6-065; lot#: 30303752. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision due to infection - removal of head & sleeve, wash out.

Event description:
No new information.

Manufacturer narrative:
The following devices were also listed in this report: unitrax v40 sleeve +0mm (std); cat# 6942-6-065 ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event. An event regarding infection involving a unitrax head was reported. The event was not confirmed. Method & results. -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted sleeve and head with nothing remarkable to report. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to infection. The exact cause of the event could not be determined because insufficient information was provided. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. Additional information including pathology reports, operation report, office notes, post revision x-ray and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.